Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular necrosis, was deemed to meet seriousness criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as a lot number was not provided. Citation: van loghem j, funt d, pavicic t, et al. Managing intravascular complications following treatment with calcium hydroxylapatite: an expert consensus. J cosmet dermatol. 2020;00:1-14. Https://doi.org/10.1111/jocd.13353.

Event description:
This case was linked to MDR 3013840437-2020-00114, referring to the same source from literature. This is a literature case report about managing intravascular complications following treatment with radiesse® (also reported as calcium hydroxylapatite, caha). This literature report from netherlands concerns a female patient. She was injected with radiesse®, into the nasolabial fold, using a sharp needle. After the radiesse® injection, the patient experienced a vascular necrosis. The patient suffered a facial artery embolization with ischemia of the ala. Initially, she was treated with a massage, warm compresses, oral sildenafil (50 mg daily, for four days), nitroglycerin paste (4 days), oral antibiotics, valaciclovir prophylaxis, and open treatment with aquaphor and twice-daily showering. The outcome of the event was unknown. In the opinion of the authors, there was a need for an expert consensus on the management of vascular occlusions following inadvertent intra-arterial injection of calcium hydroxylapatite. Avoiding and treating vascular compromise required a detailed understanding of facial anatomy. Early recognition of vascular occlusion and rapid and aggressive treatment were required to avoid irreversible changes. All physicians performing these injections should have had a well-stocked supply of recommended medication, treatment options, and devices for impending necrosis or vision loss. The availability of an up-to date, office-based protocol for the prevention and treatment of vascular-related complications was essential for the timely and effective resolution of complications. Follow-up information was received on 11-nov-2020: the reporter confirmed, that the patient was injected with radiesse®, by a dermatologist in the us. It was believed that she was injected into the left nasolabial fold. As reported, the patient did well. Due to the provided information, the outcome of the event was considered as resolving and changed from unknown to resolving.